Event description:
The following has been reported: biomed reported: pump sn: (B)(6), which staff has reported the touchscreen went nonfunctional during an infusion, and they had to switch to another pump. Per staff "pump alarmed occlusion. Touch screen not functioning. Infusion switched to another pump." A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.